Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display. In addition, it was reported that evidence of moisture ingress was observed behind the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/19/2015 with the following findings: the reported issue could not be adequately investigated due to a blank display screen; no conclusions could be determined in regards to the reported issue. There was no evidence of a power related issue observed in the pump history and black box data. The battery compartment was observed to be intact. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Moisture was present behind the display lens. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump failed a leak test due to a tear on the audio bolus button cover. The pump case was removed, and additional evidence of moisture ingress was observed on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.